Manufacturer narrative:
Inspection of device was unable to replicate any failure as reported. Device was found to remain fully operational with the controller starting and stopping the device as per design. Permobil is unable to reach a determination as to possible root cause without speculation. Instructions have been provided to the end-user and caregiver of best mounting of the controller and operation.

Event description:
Received report claiming while using the smartdrive with a switch control w/mono jack and a buddy button while in momentary switch mode, on a couple of occasions when releasing the buddy button, claims the device had continued to drive, forcing the user to press the button a second time in order to stop. No injuries were reported to have occurred as a result.